Event description:
The facility reported that the patient was being transferred from a wheelchair to the bed. When they got the patient out of the chair, they pulled the chair back and then rotated the patient on the lift. The whole jib assembly fell to the floor (approximately 2 feet). The patient sustained an abrasion on the lower leg. An ointment was applied to the abrasion.